Event description:
It was reported on (B)(6) 2014 that the lead was sent to the reporter damaged. When the lead was opened up in a case on the day prior to the report, they noticed it was bent right away. Five days later it was reported that the lead was bent or had a kink in it about two-thirds of the way down toward the end that would be placed in the brain. The reporter did not see any signs of damage from distribution.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Analysis of the lead, lot #va0g0m4, found no anomaly. The lead was electrically okay. Analysis of the unknown stylet found the wire bent 7.5 cm from the distal end out of box.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.